Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: the patient experienced stabbing chest pain and presented to the emergency department for evaluation. CT scan of the chest demonstrated multiple pulmonary emboli in the left upper lobes. The patient was discharged from the facility three days post onset of symptoms and transferred to another hospital for evaluation and placement of an inferior vena cava filter. The following day, a consultation took place and the procedure was explained to the patient. Two days post hospital admission, the patient was taken to the cath lab for filter placement. The right common femoral vein was accessed and an inferior vena cava filter was successfully deployed under fluoroscopic guidance. Completion venacavogram demonstrated a well-positioned filter. The patient tolerated the procedure well and was discharged from the hospital two days post filter deployment. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure and indications for removal were explained. The right internal jugular vein was accessed and multiple unsuccessful attempts were made for forty-five minutes to snare the filter hook before the procedure was concluded. A CT scan was scheduled for same day to assess anatomy and location of the ivc filter. Same-day CT scan demonstrated multiple legs extending beyond the caval wall with an additional filter leg extending in a cephalad position with a portion being extraluminal. Approximately two months post filter retrieval attempt, the patient was scheduled for another filter retrieval procedure. The right internal jugular vein was accessed and multiple attempts were made with various devices in an attempt to snare the filter. The right femoral vein was then accessed and a balloon angioplasty catheter was used in an attempt to straighten out the tilted filter, however was also unsuccessful. The procedure was concluded and the patient tolerated the procedure well. The decision was made to either leave the filter in place or recommend the patient go to an academic center for a filter retrieval attempt. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed for pe. Eight month post filter deployment, the filter could not be retrieved after multiple attempts. A CT scan demonstrated filter legs extending beyond the caval wall with one leg in the cephalad position. Ten months post filter deployment, multiple retrieval attempts failed to remove the filter. Based on the medical record the investigation can be confirmed for difficulties removing the filter can be confirmed. Additionally, the investigation can be confirmed for filter tilt and material deformation for the filter leg found to be in the cephalad position. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Perforation or other acute or chronic damage of the ivc. Do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. The right internal jugular vein was accessed and multiple unsuccessful attempts were made to snare the filter hook before the procedure was concluded. Same day CT scan demonstrated multiple legs extending beyond the caval wall with one filter leg in a cephalad position with a portion being extraluminal. Approximately two months post filter retrieval attempt, the patient was scheduled for another retrieval procedure. The right internal jugular vein and right femoral vein were accessed and multiple devices were used in an unsuccessful attempt to snare out the tilted filter. The procedure was concluded and the patient tolerated the procedure well. The decision was made to leave the filter in place or recommend an academic center for a filter retrieval attempt. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months of post deployment, inferior vena cava filter retrieval was attempted which showed through the right internal jugular vein approach, an 18-gauge needle was further utilized to localize the jugular vein. A 14-gauge needle was then inserted. A guidewire was passed under fluoroscopic guidance down to the right atrium. A 5-french sheath was inserted, which was then upsized to an 8-french sheath. A storq wire was advanced down through the right atrium into the inferior vena cava. A 9-french sheath of the bard company was inserted under fluoroscopic guidance and advanced just above the inferior vena cava filter. With the use of an inferior vena cava filter removal kit, multiple attempts were made to snare the inferior vena cava filter. Approximately 45 minutes were spent attempting to snare the inferior vena cava filter cephalad hook. Multiple angles and views were obtained without success. An inferior vena cava and inferior venacavogram was also performed, which showed no filling defects. The inferior venacaval filter appears to be straight. It does not appear to be tilted, does not appear to be embedded. After 45 minutes of attempts, the wires, catheters and sheaths were removed, and pressure was held in the venipuncture site in the internal jugular area. The patient tolerated the procedure very well. There were no complications. On the same day, computed tomography of abdomen with contrast was performed which showed inferior vena cava filter extends from the inferior endplate of l3 through the inferior endplate of l4 just proximal to the bifurcation of the inferior vena cava. One of the legs of the inferior vena cava filter extends outside the lumen of the inferior vena cava into the rightward retroperitoneum. There was leg of the inferior vena cava filter which also appears to extend extraluminal into the aortocaval recess. There was also an additional leg of the inferior vena cava filter which extends cephalad with a least a portion of the leg also appearing to be extraluminal. Around, two months later, inferior vena cava filter retrieval was attempted which showed through the right internal jugular vein approach, a guidewire was passed, and a 6-french sheath was inserted. A longer sheath was then advanced, and a snaring device was advanced down to the inferior vena cava just above the inferior vena cava filter. Multiple attempts to snare the inferior vena cava filter were not successful. We then began a long series of maneuvers to attempt to centralize this inferior vena cava filter. The various wires, catheters and sheaths were utilized to attempt to insinuate a wire between the inferior vena cava filter and the wall. Multiple passes were performed with various wires and catheters and ultimately, we also utilized the snare, but were not able to hook the inferior vena cava filter. With the ultrasound, the femoral vein was identified, accessed with 40-gauge needle and a guide wire was passed. A large sheath was inserted. Through this, we passed various catheters and sheaths and attempted to move the inferior vena cava filter towards the center. It appeared that the inferior vena cava filter was tilted somewhat towards the medial aspect of the inferior vena cava. Then utilized a balloon angioplasty catheter which was passed to the side of the inferior vena cava filter and the wall. This was inflated well from the jugular vein and passed the retrieval kit, but again multiple attempts to snare the inferior vena cava filter were not successful. Also, utilized a biopsy forceps but was not able to actually grasp the hook in the apex. After attempting this for approximately one and a half hours, it was decided to terminate the procedure. All wires, catheters were removed, and sheaths were subsequently removed as well. The patient tolerated the procedure very well. Around, two years and nine months later, the patient had low back pain, four views of lumbar spine was performed which revealed an inferior vena cava filter was at the l4 level. There was a thin linear metallic density foreign body seen in the right abdomen lateral to this. On the same day, sacrum and coccyx lateral view was performed which revealed an inferior vena cava filter was at the l3-l4 level with a thin linear metallic density foreign body lateral to this. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), retrieval difficulties, and material deformation. However, the investigation is inconclusive for filter tilt as the filter was appeared to be tilted somewhat towards the medial aspect of the inferior vena cava. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to perforation of the inferior vena cava (ivc) and material deformation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Precautions: - this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters - filter malposition. - filter tilt. - perforation or other acute or chronic damage of the ivc. H10: b6, b7, d10, d4 (expiry date: 11/2014), g3, h6 (result). H11: g1, h6 (patient, device, method, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. The right internal jugular vein was accessed and multiple unsuccessful attempts were made to snare the filter hook before the procedure was concluded. Same day computed tomography scan demonstrated multiple legs extending beyond the caval wall with one filter leg in a cephalad position with a portion being extraluminal. Approximately two months post filter retrieval attempt, the patient was scheduled for another retrieval procedure. The right internal jugular vein and right femoral vein were accessed and multiple devices were used in an unsuccessful attempt to snare out the tilted filter. The procedure was concluded and the patient tolerated the procedure well. The decision was made to leave the filter in place or recommend an academic center for a filter retrieval attempt. At some time post filter deployment, it was alleged that perforated. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.